Event description:
A surgeon reported that a split in an intraocular lens (iol) was noted after implantation. The iol was removed during the same procedure with enlargement of the incision. No other complications were noted.